Manufacturer narrative:
This report 2647580-2018-00518 was sent in error as a duplicate for MFR report number: 9612501-2018-01121, any additional information received in the future will be captured and submitted under the report number 9612501-2018-01029. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy procedure, the surgeon complained that the device was not working correctly and requested another device. The device was sticking/not opening and closing properly. A second device was opened and became stuck closed inside of the patient's abdomen. The device was removed from the abdomen and the vaginal cuff was closed in a different fashion. There was no patient injury reported.